Event description:
Procedure type: lap chole. According to the reporter: during surgery, a blue piece disengaged from the upper seal of instrument into the cavity, however, it was retrieved immediately. There was no tissue damage and no pt injury was reported.

Manufacturer narrative:
.